Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.na.

Event description:
It was reported that bilateral suture placement in the moderately calcified right and left common femoral arteries (rcfa and lcfa) was attempted with five proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, three proglide device had a cuff miss [suture retrieval issue] in the rcfa and two had a cuff miss in the lcfa. Due to calcium, the vessels were ultimately damaged following the proglide use. The sheath was upsized to 14f in the rcfa and 12f in the lcfa. The vessel was incised and the evar procedure was completed. Hemostasis was achieved with a surgical patch at both access sites. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.